Manufacturer narrative:
The lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. Lifescan conducted an evaluation of the test strip lot and concluded that this lot did not breach the thresholds set for escalation and no systematic issue was observed. A device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the patient contacted lifescan (lfs) alleging that her onetouch ultra 2 meter was reading inaccurately erratic. The complaint was classified based on the customer care advocate (cca) documentation and additional information obtained when medical surveillance specialist (mss) made a follow up call to the patient. The patient stated that the alleged product issue began about 2 weeks prior to contacting lfs on a thursday night. The patient obtained alleged inaccurate erratic results of "460 and 479mg/dl" on the subject meter performed greater than 20 minutes apart. The reported time difference of greater than 20 minutes makes this comparison invalid for the purpose of determining an inaccuracy. The patient manages her diabetes with insulin (no adjustments) and reported increasing her medication (metformin) as a result of the readings obtained. She detailed that the following day on friday morning she developed symptoms of "light headed and off balance". The patient stated that later that morning she attended emergency room (ER) and was treated by a health care professional (hcp) with fast acting insulin and IV fluids. In addition she obtained a blood glucose result of 241mg/dl on a laboratory device. At the time of trouble shooting, the cca confirmed that the subject meter was set to the correct unit of measure and the sample was taken from an approved sample site. Replacement products were sent to the patient. This complaint is being reported as the patient received medical intervention from a healthcare professional for a blood glucose excursion after the alleged issue occurred.